Event description:
It was reported that during a prostrate procedure, the surgeon received a message, "clean the fiber" every 2 seconds the fiber went on hold, 25,000j were used. The physician performed a turp to complete the case. Reportedly, "no damages to the pt".